Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that during the patient¿s intubation the balloon had been tested before insertion and appeared to be working properly. However, once the cannula was in place, it could no longer be inflated, so the cannula was replaced. The event occurred in the presence of a doctor and nurse. There was reported patient involvement but no patient harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The cuff was massaged per the IFU and the cuff inflated again.